Manufacturer narrative:
Date of event and patient weight are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000165338. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the lead incision site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which led attributed to the issue.